Event description:
Consumer reported complaint for high blood glucose test results. Customer states he dropped his meter about 2 weeks ago and notice his blood results are now higher than usual. Results of concern were not provided. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the hallway closet. The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date is 1-2 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.